Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd vacutainer® sst¿ blood collection tubes had foreign matter in the gel, 5 tubes were damaged, 8 tubes had "dirty" shields, 3 tubes had black spots in them, 197 tubes had air bubbles in the gel, and 2 tubes had smeared gel. All defects were found before use in lot# 9255567. The following information was provided by the initial reporter, translated from (B)(6) to english: "fm in gel x10. Damaged tube x5. Dirty shield x8. Black spot in tube x3. Dirty tube x2. Gel airbubbles x197. Air bubbles in tube x2."

Event description:
It was reported that (B)(4) bd vacutainer® sst¿ blood collection tubes had foreign matter in the gel, (B)(4) tubes were damaged, (B)(4) tubes had "dirty" shields, (B)(4) tubes had black spots in them, 197 tubes had air bubbles in the gel, and (B)(4) tubes had smeared gel. All defects were found before use in lot# 9255567. The following information was provided by the initial reporter, translated from japanese to english: "fm in gel x10 damaged tube x5 dirty shield x8 black spot in tube x3 dirty tube x2 gel airbubbles x197 air bubbles in tube x2"

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded fm in the hemogard shield and tube, damaged hemogard shield, fm in gel, and gel air bubbles with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.